Event description:
In rptr's cardiac cath lab they use a "contrast management spike" to aspirate contrast out of the bottle into a syringe. The spike has a spike on one end that is spiked into a bottle of contrast fluid. The other end of the spike has a 6" piece of tubing on it that has a 3-way stopcock on the end - one path to the tubing, one path perpendicular to the tubing and 1 path at the end of the tubing. The path at the end of the tubing has an end cap on it that is removed and a syringe is attached to that to aspirate the contrast fluid. The path that is perpendicular to the tubing has a fenestrated end cap on it. This fenestrated end cap cannot be removed. From an infection control standpoint rptr was concerned about a sterile fluid path that is always open to air via the fenestrated end cap without a filter. Rptr spoke with the sales rep for the co and with another person in the co about this concern 4 or 5 months ago. Nothing has been done to change this tubing so sterility can be maintained. Rptr has changed to another product for spiking and aspirating for contrast bottles. In other settings rptr uses tubing (i.e. Arterial line pressure tubing) that comes to them with fenestrated end caps. Rptr removes the end caps and replaces them with non-fenestrated end caps provided by the co. Rptr understands that the fenestration in the end of the end caps is necessary for sterilization of the interior of the product. In the case of this merit medical system "contrast management spike" if the fenstrated end cap sterility could be removed (it is glued on tight) and replaced with a nonfenestrated end cap sterility could be maintained. Rptr initially made this suggestion to merit medical but nothing has been done. They offered that they could make a custom tubing for rptr (and have not done so) but rptr's concern is it is not just rptr's needs to have a non-fenestrated end cap but something that would maintain sterility for all clients who use this product.